Event description:
A center director reports a pt that developed diffuse lamellar keratitis (dlk) in both eyes one week following bilateral lasik surgery. The surgeon did say the pt is being followed and that the dlk is resolving. Add'l info has been requested. This report is for the right eye, the left eye is being submitted under MFR report #3003288808-2009-00024.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B) (4). (B) (4). (B) (4).